Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 7 of 7. The home patient (hp) has three bags connected. There was solution in the heater bag only. The technical service representative (tsr) had the home patient (hp) cycle power. The hp will complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that they did not know what might have caused the alarm. The hp stated that after starting over with new supplies no further issues were found. The home patient stated this was an isolated event. The home patient also stated that they did not develop any adverse reactions or need any medical intervention.